Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the information center did not provide an expected alarm for a vtach event. Patient harm was not reported as a result of this issue.